Event description:
Follow-up identified the issue resolved postoperatively.

Manufacturer narrative:
This ipg serial number was included in field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. UDI is unknown due to the device was manufactured prior to 9/24/2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2017 during which time the patient's scs ipg was explanted and replaced due to a communication error message indicating the device was inoperable.